Manufacturer narrative:
Patient information requested but not provided. Approximate age of device- 1 year, 3 months. The pump remains in use supporting the patient. The replaced portion of the percutaneous lead was received. The investigation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported there were low flow alarms, low speed alarms, and pump stoppages. Log file analysis confirmed the pump stoppage which occurred while the device was connected to the power module and is indicative of issues with the percutaneous lead. On (B)(6) 2018, a percutaneous lead repair was performed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a potentially compromised driveline can be confirmed based on the evaluation of the device. A distal end driveline replacement was performed by a tech services representative. Approximately 17.5¿ of the external portion/distal end of the driveline was returned. The silastic sleeve and bionate were removed, and examination the shielding revealed multiple areas with shield breakdown. Continuity and hipot testing were performed on the 17.5¿ pump end portion of driveline which did not identify any breaches to the wires that would have resulted in the reported event. The pump was returned with the driveline cut less than 1¿ from the pump housing and the severed portion of driveline was returned in two pieces, a 26¿ distal end piece and an approximately 16¿ piece. Continuity and hipot testing were performed on the 26¿ distal end and pump end portions of driveline which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the 16¿ portion of driveline did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed breaches in the insulation of the green, yellow and orange wires at what would be 6¿ from the pump housing, at the terminus of the pump end bend relief. The conductors of these wires were exposed. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wire insulation of the green, yellow, and orange wires could have also resulted in a pump stoppage if the exposed conductors of any of the wires contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The observed breaches also had the potential to result in a pump stoppage if the exposed conductors from two or more of the wires, from different phases, made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas instructions for use discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient continued to have pump stoppages post percutaneous lead repair. On (B)(6) 2018, the patient received a pump exchange due to no external driveline damage found in the returned portion of the percutaneous lead. No additional information was provided.